Event description:
It was reported "on (B)(6) 2024, the doctor found the swg can't go through the ars smoothly during use on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No obvious signs of use were observed. The arrow raulerson syringe (ars) involved with this complaint was not returned for analysis. Visual analysis revealed that the guide wire was kinked in three locations towards the proximal end. Microscopic examination confirmed the damage and revealed that the distal j-bend was slightly misshapen. The distal and proximal welds were full and spherical. The kinks on the guide wire measured 8mm, 33mm, and 166mm from the proximal weld. The guide wire total length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted into a lab inventory ars/introducer needle subassembly. Minor resistance was encountered at the location of the kinking; however, the guide wire was able to pass. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed three kinks across the guide wire body. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Functional testing revealed that slight resistance was encountered at the kinks when inserting the guide wire through a lab inventory ars/introducer needle. This kinking likely caused or contibuted to this event; however, without the ars also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg can't go through the ars smoothly during use on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".